Event description:
It was reported that during use with an unspecified amount of bd microtainer® contact-activated lancet foreign matter was discovered on device. The following information was provided by the initial reporter, translated from japanese to english: complaint details: black spots, stains.

Manufacturer narrative:
D.10 device available for eval? Yes d.10 returned to manufacturer on: 11-sep-2023 h.6. Investigation summary: bd received 400 samples for investigation. The samples were evaluated by visual examination and the following failure modes were observed for each reported lot number: lot number c4f19e7 had 7 samples with foreign matter, 10 with a damaged shield, and 1 with a molding defect. Lot number c4j58e9 had 5 samples with foreign matter and 11 with a damaged shield. Lot number c4j68e8 had 10 samples with foreign matter, 8 with a damaged shield, and 7 with molding defects. Additionally, retention samples from bd inventory of each reported lot number were evaluated by visual examination and the following failure modes were observed for each reported lot number: lot number c4f19e7 had 1 retention samples with a damaged shield. Lot number c4j58e9 had 4 retention samples with foreign matter. Lot number c4j68e8 had 3 retention samples with a damaged shield and 1 with foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter, damaged shield, and molding defects. Bd has initiated further root cause investigation relating to the issues of foreign matter, damaged shield, and molding defects through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified amount of bd microtainer® contact-activated lancet foreign matter was discovered on device. The following information was provided by the initial reporter, translated from japanese to english: complaint details: black spots, stains.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As htl is an OEM manufacturing site. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: c4f19e7, d.4. Medical device expiration date: 30-apr-2027, h.4. Device manufacture date: 22-jul-2022, d.4. Medical device lot #: c4j58e9, d.4. Medical device expiration date: 13-jul-2027, h.4. Device manufacture date: 14-oct-2022, d.4. Medical device lot #: c4j68e8, d.4. Medical device expiration date: 17-jul-2027, h.4. Device manufacture date: 14oct-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.